Event description:
Per the clinic, the patient underwent an MRI procedure on (B)(6) 2025; however, the magnetic splint could not be applied as it was repelled by the implant. The patient also experienced persistent headaches, which required further MRI imaging. The patient was reported to be a non-user of the device.subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient as of the date of this report.